Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a colonoscopy procedure performed one day prior. According to the complainant, "when they opened the package, the clip was separated from the catheter". This occurred during preparation. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.